Event description:
The customer reported they acquired the patient in an incorrect orientation and called philips support for assistance in flipping the images for the doctor. The operator acquired the patient with the wrong orientation selected, supine position, when the patient was actually positioned prone on the table. The philips application specialist confirmed that the orientation cannot be changed after image acquisition has been completed and instructed the customer how to annotate the patient images to indicate the correct orientation. There was no report of harm to a patient, operator or bystander. There was no image misrepresentation. There was no malfunction of the system, the system is working as specified. This was user error.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On 21-jan-2015, (B)(6) reported they acquired the patient in an incorrect orientation and called philips support for assistance in flipping the images for the doctor. The operator acquired the patient with the wrong orientation selected, supine position, when the patient was actually positioned prone on the table. The philips application specialist confirmed that the orientation cannot be changed after image acquisition has been completed and instructed the customer how to annotate the patient images to indicate the correct orientation. There was no report of harm to a patient, operator or bystander. There was no image misinterpretation. There was no malfunction of the system; the system is working as specified. This was use error. Investigation determined this event does not meet the definition/requirement of medical device reporting (MDR). The operator would have the ability to annotate the images correctly. The trained professional may choose to rescan the patient with the correct orientation. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient. If the event were to recur, it would not be likely to cause or contribute to death or serious injury. The following mitigations apply: there was no system malfunction, the system is working as specified. The event is due to user error. There was no harm to a patient, operator or bystander. The incorrect image orientation is recognized by the trained professional which leads them to contact philips support requesting to change the orientation on the images. The operator has the ability to annotate the images with the correct patient orientation. When the operator contacted philips support, instructions were provided to the operator how to annotate the images. Instructions how to annotate images are also available in the instructions for use manual. No misinterpretation or mistreatment of a patient has occurred or would be likely to occur.

Event description:
The customer reported they acquired the patient in an incorrect orientation and called philips support for assistance in flipping the images for the doctor. The operator acquired the patient with the wrong orientation selected, supine position, when the patient was actually positioned prone on the table. The philips application specialist confirmed that the orientation cannot be changed after image acquisition has been completed and instructed the customer how to annotate the patient images to indicate the correct orientation. There was no report of harm to a patient, operator or bystander. There was no image misinterpretation. There was no malfunction of the system, the system is working as specified. This was use error.